Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula stopped cutting. The surgeon converted to an open leg technique to complete the procedure. No other pt complications were reported. Based on failure analysis, the scissors' passed latex cut test but the scissors' opening force was out of spec.